Manufacturer narrative:
On 2019-jul-26 arjo was informed about the incident with the involvement of maxi sky 1000 ceiling lift and passive loop sling. It was stated that during patient's transfer sling ripped. After the event sling has been withdrawn from use and was no longer available at the customer site. Detailed circumstances of the event nor the patient outcome after the incident were not provided. Attempts were made to obtain more details regarding incident reported. Unfortunately, arjo has not manage to collect further information, than those provided initially during visit at the facility site. The only circumstances described initially, was as following: "the facility is hesitant on providing information of the incident. They are not cooperative on transferring information as to what happened. They only told me a sling ripped but will not release anything else besides this information". After the event lift involved in the event has been evaluated by arjo qualified representative. Device has been tested in accordance with manufacturer's specifications and no abnormalities have been found. Track system was working correctly. There was only dust found on top of it. However, there were no defects that could have contributed to alleged malfunction. Few most likely scenarios could be pointed out: neglected inspection of the sling before transfer or overloading of the sling (the wrong size of sling used). As per sling instruction outlined in loop sling instructions for use (IFU 04.sl.00-int1_7), the caregiver is obligated before every use to check all parts of the sling for fraying, loose stitching, tears and damaged loops. If any part is missing or damaged, the sling should be withdrawn from use. If the caregivers could not follow the IFU and the inspection could be performed not carefully enough, it is possible that some placement errors -could remain unnoticed. There is also indication that to avoid patient fall, correct sling size should be used according to the instructions provided in the IFU. However, the assumption that the facility staff did not follow procedures provided in the IFU (instruction for use) cannot be confirmed, due to limited information available. The other probable scenario includes broken stitching due to the application of the external force. The sling could be pulled during the transfer in the opposite direction in normal use which can be caused by the caregiver pulling the straps that way by hand, or, a much higher strain, when the strap/sling has become caught in an obstruction. Incorrect spreader bar adjustment. According to the lifting procedure described in the IFU the appropriate position of the lift towards the patient as well as proper positioning of the spreader bar needs to be achieved. Afterwards, the leg flaps need to be checked if not twisted, sling's head support covers the neck/head area, sling pieces are not twisted underneath the patient, straps are not caught by wheelchair or lift castors. Ensuring that the brakes are locked and lift is next to the patient, shoulder and leg loops need to be securely attached to the spreader bar. Afterwards, the inspection of the attachments, loop straps and the patient comfort needs to be performed prior to lifting patient. If the adjustment is needed, it is necessary to lower the patient and perform appropriate corrections. If the patient is positioned correctly, the brakes can be released and the transfer can be initiated. Not following the instructions of appropriate attachment of the sling to the spreader bar can also result in the device failing. If the straps or leg flaps are twisted after the attachment to the lift and it is not noticed by the caregiver, it can result in occurrence of the excessive tension in the straps. If the step regarding checking the connections after slightly lifting the sling to create tension is omitted, some crucial errors can remain unnoticed. The above-mentioned scenarios are the most likely ones, however the sling was not available for the evaluation so none of them could be confirmed with certainty. Due to limited information received, we are not possible to indicate the product failure nor the contributing factor that might have led to this particular event. To sum up, system maxi sky 1000 and passive loop sling was used for patient's transfer and in that way played a role in event which occurred. The sling ripped and from that perspective the device did not meet the manufacturer's specification. The complaint was decided to be reportable due to patient's fall. Although there is no information that the injury was sustained, there is potential for serious injury upon reoccurrence.

Manufacturer narrative:
We are reviewing information provided and the investigation is still ongoing. Investigation conclusions will be provided in the final version of report.

Manufacturer narrative:
The information provided are being reviewed. Additional information will be provided in the final version of this report upon the investigation conclusions.

Event description:
On 2019-jul-26 arjo was informed about the event with the involvement of maxi sky 1000 ceiling lift and passive loop sling. It was stated that during patient's transfer sling ripped. After the event sling has been withdrawn from use, and was no longer available for the evaluation. Detailed circumstances of the event nor the patient outcome after the incident occurred have so far been not provided.